Manufacturer narrative:
.

Event description:
During review of clinic notes it was mentioned that the patient¿s magnet use was not being recorded correctly. Not further information was provided. Attempts for additional information have been unsuccessful.